Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a patient was not satisfied with the visual outcome and surgeon decided to explant the light adjustable lens (lal, sn (B)(4)). During the explant surgery on (B)(6) 2023 and after checking the capsular bag adhesion with the lens body, the surgeon observed a capsular bag tear and elected to leave the lal implanted. Rxsight's first awareness of this event was on (B)(6) /2023.